Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list number has a common device name of 80fpa and a 510k of k052722. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver normal saline at an unspecified rate via a sigma pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of decadron and benadryl. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted backflow of solution from the secondary solution container into the primary solution container. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.